Event description:
It was reported the patient presented for follow-up post-implant procedure. Upon interrogation, it was discovered the right ventricular (rv) lead exhibited an increase in pacing impedance and was causing premature ventricular contractions (pvc). Diagnostic imaging confirmed the rv lead had dislodged. The rv lead was explanted and replaced. The patient was in stable condition.